Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was making the conditions worse. The patient underwent an explant procedure. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).